Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced wound healing issues and the ipg became superficial. In turn, surgical intervention was undertaken wherein the ipg pocket was relocated, and the ipg was explanted and replaced to address the issue.